Manufacturer narrative:
(B)(4). The devices a, b and c were returned with the tissue pad melted and partially detached. The devices were connected to a test handpiece and generator and they did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. The reported mist could have been generated by the tissue pad being melted. Device b additional information: batch # j92473, expiration date: 7/29/2017, manufacturing date: 8/29/2012. Device c additional information: batch # j92u0h, expiration date: 10/8/2017, manufacturing date: 11/8/2012.

Event description:
It was reported that during a laparoscopic low anterior resection, a lot of mist reeked up. After that smoke reeked up from the proximal part of the blade. When the 2nd device was used, the same event occurred and the tissue pad peeled away. Another 3rd device was used to complete the case, but smoke reeked up as well. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent